Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's pads were expired. The custoner was advised to replace the AED's pads and battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on. Customer stated that they changed the battery to lithium 9v battery and it still will not turn on. The battery pack expires on 31 aug 2024 and the pads expired on 30 apr 2023. They did not report that this event occurred during patient use.